Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peel away part of the 5mm angioguard system would not peel away. There was no reported injury to the patient. The device will be returned for evaluation.